Manufacturer narrative:
Evaluation summary: the used cartridge was returned. There does not appear to be adequate viscoelastic in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle has stress and is cracked on the bottom before the parting line. The damage splits as it enter the thinner tip. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model and viscoelastic indicated are qualified for use with the cartridge. The handpiece used wasn't provided. It is unknown if a qualified handpiece was used. The root cause for the reported cartridge damage may be related to a failure to follow the directions for use (dfu). There did not appear to be adequate viscoelastic in the cartridge. The cartridge nozzle has stress and is cracked on the bottom before the parting line. The damage splits as it enter the thinner tip. The damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. It is unknown if a qualified handpiece was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been five other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that during an intraocular lens (iol) implant procedure, while implanting the iol the surgeon noticed that the iol was torn and then noticed the cartridge was cracked. After the torn iol was removed another cartridge was used to insert the second iol and that cartridge also cracked. Additional information has been requested. There are two medical device reports associated with this initial procedure that came in contact with the same patient. This report is for the first cracked cartridge that was used and tore the lens.